Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died four days post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were distorted and there was blood in/on the helix/lobe mechanism. There was apparent explant damage. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. A cause of death will not be received.